Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead product ID 97715 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 20-sep-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a battery replacement surgery involving the lead and implantable neurostimulator, the surgeon cut through the leads with heavy mayo scissors while attempting to make the pocket bigger. This resulted in device removal, device revision, and the need for additional surgical intervention. The patient currently has a partial lead still implanted and no battery. The issue remains ongoing and has not been resolved. The outcome of whether the lead revision will be performed by the current surgeon or referred to another surgeon is pending.